Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead, sq array, and non-boston scientific implantable cardioverter defibrillator (ICD) were explanted due to pain and redness at the device pocket. An subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted as a replacement for the transvenous system. No additional adverse patient effects were reported.